Event description:
The customer stated that his meter was giving erratic readings. The check standard showed he meter was set in mmol/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not adjust his medication or allege any adverse event. The meter is to be returned for evaluation, and a replacement meter will sent.